Event description:
It was reported when using the bd pyxis¿ medstation¿ es main drawer 3 pocket d1 (full height) encountered a drawer malfunction and could not be recovered. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure of the drawer. A field service engineer addressed and resolved the issue on-site. The system functioned as intended after the field service engineer troubleshot the device.